Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test due to failed batt test alarm. Unit had cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that reservoir compartment had damage. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.